Event description:
A report was received that the patient experienced difficulty charging her implant. It was discovered that the patients ipg had flipped due to weight loss. The patient will undergo a pocket revision.

Manufacturer narrative:
The patient underwent a pocket revision and are doing well.

Event description:
A report was received that the patient experienced difficulty charging her implant. It was discovered that the patients ipg had flipped due to weight loss. The patient will undergo a pocket revision.